Event description:
On (B)(6): customer reports pt having a retrograde cysto procedure when fluoro failed. Pt had to be moved to another room for completion of procedure. Customer would not provide any pt info other than to indicate no reported injury.

Manufacturer narrative:
Field service engineer investigated and found the x-ray generator would indicate fluoro but the infimed imaging system would not indicate fluoro. Fse troubleshoot problem, and rebooted the sedecal generator and the system was restored to normal. Fse operated fluoro and rebooted several times and was unable to duplicate reported problem. Fse also completed numerous fluoro and spot exposures with no problems detected. The system passed checkout procedures and was returned to full service by the customer.